Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference manufacturer report no: 2015691-2022-07163. The investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure of a 26mm sapien 3 ultra valve, the delivery system with valve was unable to advance through the 14fr esheath+. Using fluoroscopy, it appeared the distal end of the stent frame had bent and was sticking outward from the rest of the valve. The esheath+, delivery system and valve were withdrawn as a unit. After withdrawal of the entire system, the esheath+ was observed with a liner tear at the middle to distal portion of the esheath+. A second system was prepped and there were no issues advancing the second delivery system and valve through the second 14fr esheath+. The valve was implanted successfully. There was no patient injury. Evaluation of the returned device revealed the esheath+ had two liner strands. Additionally, there were two separate liner tears on the esheath+.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on device evaluation. The following sections of this report have been corrected/updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was returned to edwards lifesciences for evaluation. Visual inspection of the device revealed the sheath shaft had some curvature. The sheath was fully expanded and the distal tip was opened as designed. One liner strand and two liner tears were also observed. Dimensional testing was performed on the returned device. The liner thickness along the liner tears and liner strand was measured and the measurements were found to have met specification. Additionally, imagery was provided for review and revealed the patient's right access vessel had presence of calcification and tortuosity. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the esheath+ usage. Per the IFU, push force can vary due to angle of insertion, transcatheter heart valve (thv) size, vessel diameter, tortuosity, and degree of calcification. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve and sheath are damaged or valve is still stuck, remove valve and sheath together as a single unit and replace, and do not over-manipulate the sheath at any time. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The events for inability to advance delivery system with crimped valve through the esheath+, esheath+ liner torn, and esheath+ liner strand were confirmed. Inspection of the returned device showed no indication of a manufacturing non-conformance. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the events. A review of manufacturing mitigations supports that the esheath+ has proper inspections in place to detect issues related to the events. A review of the IFU/training materials also revealed no deficiencies. Furthermore, there was no report of any issues with the esheath+ during device unpacking or preparation. As reported, "the delivery system with valve was unable to advance through the 14fr esheath+. Using fluoroscopy, it appeared the distal end of the stent frame had bent and was sticking outward from the rest of the valve." Evaluation of the returned devices show the delivery system and valve stuck inside the esheath+. Per the IFU/training manual, "push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification." Per review of provided imagery, calcification and tortuosity was observed in the patient's access vessel. The presence of calcification and tortuosity can create a challenging pathway during delivery system insertion through the esheath+. Calcification can create a constrained condition and increase friction, while tortuosity can subject the devices to suboptimal angles leading to non-coaxial alignment, and subsequently lead to resistance. In this case, available information suggests that patient factors (calcification and tortuosity) may have contributed to the event. Additionally, the esheath+ liner was torn and one strand was observed along the tear. As calcification was present in the patient's access vessel, it is possible that sharp calcified nodules made contact with the liner and weakened or tore it. As resistance during delivery system advancement was also experienced, it is possible that attempts to further advance the delivery system, especially with excessive manipulation, may have caused the valve to further tear the liner. In addition, the presence of vessel tortuosity may have exacerbated the contact between the crimped valve and esheath+ liner. In this case, available information suggests that patient factors (calcification and tortuosity) and/or procedural factors (valve caught on liner, excessive manipulation) factors may have contributed to the events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A previous corrective and preventive action (CAPA) was initiated to improve activities regarding insertion of the delivery system with valve through the sheath resulting in high push force. Since this event occurred after correction actions were implemented, a product risk assessment (pra) was performed and found the control limits have not been exceeded. Therefore, no further action is required.